Manufacturer narrative:
Investigation has found this leak issue to be a known and previously investigated failure mode. Prior to investigations into failed flare fittings have shown that, if the fittings are over torqued, they can develop cracks over time. This customer's case is consistent with previous findings. Hoses are replaced on high energy (he) clinac systems every few years, as the hoses do degrade over time. The hoses in this sys were replaced less than two years ago and the procedure has changed since that time, by adding both a torque spec as well as flaretite gaskets to the joints to improve the seal. Two years ago, these processes were not in place, which likely led to overtightened fittings. This explains why the fittings were leak free for some time and then numerous failures in succession (as it takes time for the cracks to develop). Root cause: cracked fitting due to over-tightening. Corrective action: the procedure has been changed to include a torque spec as well as the introduction of a flaretite gasket. This customer's sys has been upgraded to 45 degrees flaretite copper gaskets to improve the seal and fittings torqued per spec. There have been no reports of injury as a result of this issue. No add'l f/u to this MDR is expected.

Event description:
The customer reported that during treatment, water dripped onto a pt. The customer is very upset with the frequency they are experiencing water leaks; they have had 7 water leak incidents since (B)(6). There is no report of serious injury as a result of this event.